Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an external device. Pt stated that they did not make it easy to remove the battery pack from the controller. The reason for call was that they were in and out of the hospital and no one had recharged the ins, so they tried to recharge the ins when they got home and the controller said that the device could not be found. Pt stated that they reset the controller several times. Pt stated that the doctor didn't do anyone any favors when they put the ins in as the doctor put the ins so close to their spine that they couldn't do a bone density test or anything like that. Pss had the pt reset the controller and attempt to recharge the ins. No device found appeared, so pss reviewed passive recharge mode with the pt and had the pt tap recharge. On the trying to recharge screen, the three numbers were 73 73 74. Pss had the pt reposition the recharger over the ins; pt noted that the recharger was about 4 inches away from the ins. Pt stated that they had the numbers around 99 before but that didn't make any difference; pss understood that the pt had been in passive recharge mode before trying to recharge the ins. Pt confirmed that the controller light was flashing green. Pt stated that they were holding the paddle with their hand to ensure that the paddle was staying in place over the ins. Unable to recharge (screen 74) then appeared. Pss reviewed screen meaning with the pt. Pt noted that they had the recharger over their nightgown. Pt stated that they wanted to ensure that they didn't have the belt on too tight so that the belt didn't cut them in two. Pss had the pt attempt to recharge the ins again and no device found appeared, so pss had the pt enter passive recharge mode again. The three numbers on the trying to recharge screen were 94 95 95, then the number went to 92 100 100, and ultimately to 91 92 100. Pt stated that they never had problems like this before and that they normally could recharge the ins right away. Pt would continue trying to recharge the ins through passive recharge mode and call ps back if needed. Pt stated that they figured their current ins would be their last ins since they were 90 years old. Pss reviewed expected ins longevity with the pt. When asked for the event date, pt stated that it was last week.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.